Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient stated their back was very sore. More information was received on (B)(6) 2017 with trial patient reporting they turned stimulation up from 2.1 to 2.2 and was felt comfortably. Trial patient was on program 1 at 2.2. They mentioned that on sunday, they bent over and felt a sharp pain by the incision area. Additional information was received on (B)(6) 2017 with trial patient reporting this was no longer working for then since they were now leaking more and having more urgency. They mentioned that everything was working fine until they bent over in the car the other day and since then have had more leaks. They also mentioned they have already tried adjusting stimulation and was afraid the lead has broken. No further complications were reported.